Manufacturer narrative:
The reported event of backup operation was confirmed. The device was in back-up operation mode upon receipt. Final analysis found that device went into back-up mode due to reset error consistent with an integrated circuit anomaly resulting from storage in cold temperature. No further anomalies were able to be identified. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was interrogated via telemetry and found to be in backup mode. The device was not used for implant. There was no patient involvement.